Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from the catheter. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue; however, it was very tough to release the clip from the delivery catheter. The full deployment felt sticky and the nurse had to use more force than normal in order for the clip to deploy onto the tissue. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Dimensional analysis was performed on the bushing outside diameter, and it was noted to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were within specification. Additionally, the bushing tabs were measured and each sides were symmetrical. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other problems with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue; however, it was very tough to release the clip from the delivery catheter. The full deployment felt sticky and the nurse had to use more force than normal in order for the clip to deploy onto the tissue. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue; however, it was very tough to release the clip from the delivery catheter. The full deployment felt sticky and the nurse had to use more force than normal in order for the clip to deploy onto the tissue. The procedure was completed with this device. There were no patient complications reported as a result of this event.